Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and post-herpetic neuralgia. The patient reported that their device is not working anymore. They stated that their programmer is displaying an informational power on reset (por), and their recharger is displaying a warning por. It was noted that the patient¿s therapy had stopped due to the por. The patient indicated that they were trying to charge when they noticed the screen; steps were reviewed for clearing the por at the time of the report. The patient was able to successfully clear the por, and the issue was resolved. No further complications were reported or anticipated.